Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative reported that the skin of the imaging system was cracked. The representative reduced the gap between the door and the sensor which triggers the door close message which resolved the issue. On 6/19/2017 a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. -no parts were replaced. -no parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system pendant displays gantry door open though the door is closed. The site tried restarting the system and opening and closing the door but without resolution. Medtronic representative noticed that there was a crack in the gantry and was not sure if it had any affect on the sensors. No additional information was provided. The procedure was completed with the use of imaging system. There was a delay of 5 minutes. No impact on patient outcome.